Event description:
A medtronic representative reported that, while in a sononav cranial procedure, the calibration of the black suretrak that was attached to a suction, failed. Calibration was attempted without success, after which the software became unresponsive. The surgeon proceeded using the scope probe as the verified instrument and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing japan's privacy laws. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.